Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported the surgeon said there was a slight inaccuracy. After registration, the surgeon was fine with accuracy, but the manufacturer representative present suggested re-registration because the accuracy seemed off. It was noted the patient was larger than average and had loose skin. The surgeon continued and later during the procedure indicated that accuracy was slightly off from midline. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.